Event description:
It was reported that the physician had difficulty accessing the epidural space upon attempting to drive the lead in. The lead became stuck against the needle and when it was pulled back, six contacts sheared off inside the patients body. The lead contacts were not retrieved, however, it was confirmed that no vital structures were compromised and the decision was made to abort the trial procedure. The patient had a computed tomography (CT) scan post operation and had no chief complaints except residual soreness from needle sticks.